Event description:
Rnfa was checking a foley balloon prior to insertion and the balloon would not deflate unless direct pressure was applied to the balloon. Bard foley tray system. Ref (B)(4). We opened another catheter and used it. No pt/emp harm.